Event description:
A malfunction was reported on the pump after it went through an airport x-ray. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump but to call back if any issues returned.